Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (patient death) was investigated. As received the belt failed incoming functional testing. The cause of the failure was a pulled dn to rear te cable, damaging the internal wires. In addition the dn to ECG a cable was pulled from the dn. The cause of the damaged cables was unable to be positively identified but could have been caused by excessive force on the cable sections while ems was removing the belt from the patient. There is no indication that the damage to the cable occurred during patient use. Review of the patient's ECG data indicates that the electrode belt was able to communicate with the monitor and detect bradycardia, which is considered a non-shockable rhythm. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt that was last used with a patient who passed away on (B)(6) 2016 while wearing the device. It was reported that emts were present at the time and removed the device to perform CPR. During use, the device was fully functional and detected that the patient was in bradycardia prior to passing. Bradycardia is considered a non-shockable rhythm. Upon reciept of the electrode belt, the belt was found to have a pulled cable. There is no evidence that the damaged cable contributed to the patient death. Prior to the disconnection of the electrode belt the device was able to communicate with the monitor and record an ECG signal.